Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen therapy. Additional drug information on the medication being delivered by the system was unknown. The indications for use were intractable spasticity and other spasticity. A flipped pump was confirmed. The manufacturing representative received an x-ray from the hcp regarding a patient that was getting a refill, and there was concern with a flipped pump. The x-ray was an anteroposterior view, and the catheter connector was coming off the left side of the pump. There were no symptoms reported. Follow up is being conducted regarding the cause of the issues, actions/interventions taken, and the outcome. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) indicated she has had issues with flipped pumps. Additional information was received from a company representative (rep) indicated the patient was receiving intrathecal baclofen (type, lot number, concentration, and dose unknown). The patient's medical history and other medications the patient was taking at the time of the event were also unknown. It was unknown when the patient first started to experience the pump issue and the "case was (B)(6) 2016". On (B)(6) 2016 the patient was scheduled for a catheter revision. The patient experienced a returning of spasticity. On (B)(6) 2016, additional information was received from the rep confirmed the patient's pump had flipped. He was aware of her increased spasticity on (B)(6) 2016 when the doctor contacted him regarding the revision.